Event description:
It was reported that the right atrial lead was damaged during the prophylactic extraction of the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial lead was damaged during the prophylactic extraction of the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. V243 competitor implantable cardioverter defibrillator 2006 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut, melting, and a tear. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.